Event description:
The customer reported that the clinical physician was questioning the elevated architect stat high sensitive troponin-I result for a 45-year-old female undergoing chemotherapy for breast cancer. No cardiac event was discovered for the patient. The architect troponin-I result was compared with different platforms. The following data was provided: architect troponin-I result = 174 ng/l (reference range: 0-16 ng/l) siemens atellica troponin result = 478.2 ng/l (reference range: 0-34 ng/l) beckman coulter accessii troponin result = 4.7 ng/l (reference range: 0-12 ng/l) roche e601 troponin result = 16.39 ng/l (reference range: 0-14 ng/l) the customer stated the qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. The ticket trending review did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations associated with the reagent lot 57508ud01 and complaint issue. Field data was used to assess performance of the architect stat high sensitive troponin-I assay using worldwide data from customers in the field. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect stat high sensitive troponin-I reagent lot 57508ud01.

Event description:
The customer reported that the clinical physician was questioning the elevated architect stat high sensitive troponin-I result for a 45-year-old female undergoing chemotherapy for breast cancer. No cardiac event was discovered for the patient. The architect troponin-I result was compared with different platforms. The following data was provided: architect troponin-I result = 174 ng/l (reference range: 0-16 ng/l) siemens atellica troponin result = 478.2 ng/l (reference range: 0-34 ng/l) beckman coulter accessii troponin result = 4.7 ng/l (reference range: 0-12 ng/l) roche e601 troponin result = 16.39 ng/l (reference range: 0-14 ng/l) the customer stated the qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.